Event description:
The event is reported as: complaint alleges: the port on the side of the tubes (used to connect the suction tube) "peel" away from the side of the et tube. "The charge nurse stated that they went to suction the pt, they heard a suction leak, and found the separation was occurring around the integrated port." The pt was re-intubated. No pt injury. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.